Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on a performa meter, compared to a lab result, within 10 minutes: 4.2 mmol/l (meter) and 17.9 mmol/l (lab). The caller reported that they felt the reading of 4.2 mmol/l was correct, and that the lab result of 17.9 mmol/l was incorrect. No adverse event was reported. The suspect device will not be returned for evaluation.